Manufacturer narrative:
This report is submitted on november 30, 2020.

Event description:
Per the clinic, the patient experienced pain and dizziness following a magnet dislodgement during an MRI on (B)(6) 2020. The patient was hospitalised (specific dates and duration not reported), treated with medications (specific type and duration not reported), and underwent a surgery to reposition the magnet on (B)(6) 2020.